Event description:
A caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer changed the cartridge and infusion set and resumed insulin therapy.